Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. No blank display noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he fell in a lake the insulin pump has moisture behind the screen and the display went blank. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.